Manufacturer narrative:
(B)(6). Two fast-fix 360 curved needle delivery devices were returned for evaluation. No suture or t's were returned. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. A review of device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a meniscal repair procedure the t1 and t2 deployed both with the first click. A back-up device was used to complete the procedure. No anchors were left in the patient. No patient injury was reported.